Event description:
It was reported that a patient underwent a surgical procedure in 2007 and mesh was implanted. The patient reports experiencing some infections post procedure and has undergone removal of mesh in 2008 and removal of mesh near her spine in 2013. A portion of the mesh remains implanted in her pelvic area. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.